Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient received half of the drug volume during infusion with an infusor lv5. The rest of the drug remained in the infusor. There was patient involvement; however, there was no injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A supplemental report will be filed upon completion of the evaluation or if any additional relevant information becomes available.